Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bending rubber is crystallized and yellowed. A root cause could not be identified. Based on the results of the investigation, no problem detected either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. Also, for the bending rubber is crystallized and yellowed, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during setup and inspection for use, the gastrointestinal videoscope exhibited yellowing of the insertion section. There were no reports of patient involvement.